Event description:
A malfunction alarm was reported, displaying code malf 0, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, informing the customer, and provided a replacement pump for uninterrupted insulin delivery. The customer's shipping address was confirmed, and the pump was delivered, but information on returning the problematic pump was not available.